Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the infusion set and cartridge and ultimately reverted to an alternate method of insulin therapy.